Manufacturer narrative:
The user facility performs service and repair by themselves. No repair was requested. No parts were returned for investigation. The investigation consists of an evaluation of the ventilator¿s logs. The event log shows that the ventilator, at the reported date and time, alarmed for expiratory cassette error. Shortly after alarms for airway pressure high, respiratory rate high and volume delivery restricted are generated, which support the event description of patient not able to exhale. The expiratory cassette error generates an incorrect measurement of the expiratory flow, which results in autotriggering and high respiratory rate. The ventilator then increase the pressure in order to deliver the set tidal volume until the volume delivery becomes restricted by the set upper pressure limit. The root cause of the reported issue has not been determined but most likely there is an error in the expiratory cassette.

Event description:
Manufacturer's ref #: 219445.

Event description:
It was reported that the ventilator alarmed for expiratory cassette failure and the patient was not able to exhale. There was no patient harm. Manufacturer's ref.: (B)(4).